Event description:
During a remote follow-up, decreased pacing impedance and noise were detected on the right ventricular (rv) lead. The suspected cause of the event was due insulation damage, although not confirmed. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.